Manufacturer narrative:
Additional information and the return of the device have been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.

Event description:
Two-level m6-c patient scheduled for revision due to osteolysis and migration. The device was explanted. The condition of the device at the time of removal was unknown.